Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was turning off on its own. There was no patient involvement. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the compressor, both 5000 mufflers, safety disk, tidal volume disk and 9v battery, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was turning off on its own. There was no patient involvement.